Event description:
International affiliate reported that pt presented with a tissue reaction described as a fistula and granuloma one month following surgery. Pt was returned to surgery for suture removal.